Event description:
Reporter states the customer was passed out on the couch and the husband was not able to wake her up. Attempt to check the customer's blood sugar was made but was unsuccessful as there was no battery in the meter. When the family could not wake the customer up to feed her, paramedics were called. The paramedics gave her an IV (of unk contents) and took her to the hospital. Further treatment included continuing the IV (of unk contents) and feeding her. Return of suspect product requested and replacement was sent.